Event description:
It was reported that during a procedure the disposable cement sculpts were found to be flaking while mixing the cement. The procedure was completed successfully with no patient or user injuries, no adverse consequences and no medical intervention.

Manufacturer narrative:
The reported event was confirmed and the definitive root cause could not be determined. The device was scrapped by the manufacturer.

Event description:
It was reported that during a procedure the disposable cement sculps were found to be flaking while mixing the cement. The procedure was completed successfully with no patient or user injuries, no adverse consequences and no medical intervention.